Event description:
The customer reported that while the unit was in use on a pt, the unit stopped pumping and displayed "system failure" and "no pt data available" messages, and the keypad was not functioning. The customer recycled the unit's power and resumed therapy. The co rep requested that the unit be removed from the pt for eval. No pt injury was reported.